Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptom") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, ache and inflammation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), menorrhagia ("heavy periods"), sexual dysfunction ("sexual dysfunction"), cyst ("cysts"), insomnia ("insomnia"), night sweats ("night sweats"), depression ("depression") and temperature intolerance ("sensitivity to cold weather"). The patient was treated with surgery (laparoscopic total hysterectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, neuromyopathy, autoimmune disorder, allergy to metals, menorrhagia, sexual dysfunction, cyst, insomnia, night sweats, depression and temperature intolerance outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, cyst, depression, device expulsion, insomnia, menorrhagia, neuromyopathy, night sweats, pelvic pain, sexual dysfunction and temperature intolerance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the essure device are in goof position with documentation of tubal occlusion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foregin body in uterus"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptom") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, ache and inflammation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), menorrhagia ("heavy periods"), sexual dysfunction ("sexual dysfunction"), cyst ("cysts"), insomnia ("insomnia"), night sweats ("night sweats"), depression ("depression") and temperature intolerance ("sensitivity to cold weather"). The patient was treated with surgery (laparoscopic total hysterectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, neuromyopathy, autoimmune disorder, allergy to metals, menorrhagia, sexual dysfunction, cyst, insomnia, night sweats, depression and temperature intolerance outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, cyst, depression, device expulsion, insomnia, menorrhagia, neuromyopathy, night sweats, pelvic pain, sexual dysfunction and temperature intolerance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the essure device are in goof position with documentation of tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report